Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. Slight evidence of blood was observed on the device indicating clinical use. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal was deformed and pressed up against the delivery tube at the outer coil. The seal was in the open position and not rolled. The tension spring and anchor remained inside the delivery tube. The loader device was removed to measure the delivery tube. The following measurements were taken; the inner delivery tube diameter,. The outer diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The confirmed failure mode has been investigated in the CAPA system. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, using hs iii proximal seal system 3.8mm, nurse loaded the heartstring but it would not come out when he tried to pull out loading device. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).